Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and yielded normal in range impedance measurements. Subsequently the other manufacturer's rv lead was surgically abandoned and a new lead was implanted with the existing ICD. No additional adverse patient effects were reported.